Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 67 - the universal surgical manipulator (usm) was returned for failure analysis and the reported problem of error 40067 was found to be one of many communication errors between the universal motion controller (umc) and the axes controller setup (acu). The errors suggest that the fault is coming from the umc and acu connection and not from the returned usm unit. Also, the same errors were still happening on the system after usm was replaced when the logs were checked. There was no issue found with the returned usm, and no repair was needed to address the reported problem. The carriage assy will be replaced. All repairs and upgrades for the uninstalled carriage assy will be done in the carriage rework cell. The carriage gearboxes will be replaced for being rusted. The carriage rotors will be replaced for precaution and will update the carriage version.the rolling loop harness assy will be replaced due to misaligned routing the carriage acci will be replaced and upgrade both the usm and the carriage version. The carriage lower support bracket will be upgraded as well. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: it was reported that the da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Isi has not received the universal surgical manipulator (usm) involved with this complaint. Therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the usm is returned or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 40067 occurred on armnet 4. The intuitive surgical, inc.(isi) technical support engineer (tse) attempted troubleshooting; however, the issue persisted. The site could not proceed with 3 arms due to the non recoverable fault and there was no option to disable the arm. At that time, the surgeon made the decision to convert to a laparoscopic procedure post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse performed the troubleshooting as it was intermittent issue so swap the suj1 distal and proximal with suj4 distal and proximal. Since the issue was identified with the armnet 4, the usm 4 was replaced. The system was tested and verified as ready for use.